Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('general abnormal bleeding.') In a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), fatigue ("fatigue"), migraine ("migraine") and ovarian cyst ("tubal ligation with ovarian cyst.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (additional surgery on (B)(6) 2008 hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, skin disorder, rash, fatigue, migraine, weight increased and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, skin disorder and weight increased to be related to essure (ess205). The reporter commented: date of additional surgeries: (B)(6) 2008. She received treatment for ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, rash/skin condition, pregnancy : ectopic, fatigue, migraine, weight gain, ovarian cyst were added. Date of insertion and removal were added. Lawyer was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.